Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial #: (B)(6) and i3 accessories were returned. Error # 5 did not appear despite booting-up the unit and simulating taking a reading by both methods of selecting start on the handheld screen and pressing the handheld keypad. Examination of the ¿<reading error>¿ tag line in text editor revealed the correct value of -1 on the line <reading error> instead of 5 which would have indicated error # 5. Quality personnel assistance was obtained to review logs for the unit. No occurrence of error # 5 (dsp error bit set in zdb packet) was observed recorded in the logs. The use of error 5 exploratory test software and i3 boot and reading cycling tool per investigation guidance did not reproduce error # 5. The unit passed formatted compact flash, barometric sensor, and dsp load portions of diagnostic test. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed. The complaint of ¿the patient electronics unit received an error 5 message¿ could not be confirmed. Due to error # 5 not being recorded in the logs and no instances on it being observed with exploratory software or i3 boot and reading cycling tool, the root cause remains unknown.